Manufacturer narrative:
(B)(4). Lot#62648466; prc agmt block dist sz e 5mm: catalog#00599003510, lot#62111658; prc agmt block dist sz e 10mm: catalog#00599003520, lot#62409848; prc agmt block post sz e 5mm: catalog#00599003501, lot#62068979; stem extension straight 13mm dia x 100mm length: catalog#00598801013, lot#62363469; stem extension straight 15mm dia x 100mm length: catalog#00598801015, lot#37213319; copal g + c bone cement: catalog#66041214, lot#76974352; articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 14 mm height: catalog#00596204014, lot#62651010; all poly patella standard cemented size 35 mm diameter 9.0 mm thickness: catalog#00597206535, lot#62676216. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03009, 0001822565-2021-03010, 0001822565-2021-03011, 0001822565-2021-03013, 0002648920-2021-00356, 0002648920-2021-00357. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left knee arthroplasty. Subsequently, seven years post-implantation, the patient was revised due to loosening of the femoral component. Femoral components, articular surface, and patella were all exchanged without complication. It was reported that no further information is available.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Root cause was unable to be determined. Per package insert, loosening is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.